Manufacturer narrative:
Two used devices were returned from the reporting user facility.an external examination showed no external damage and the returned products appeared representative of current manufactured product. A review of the device history record for the lot number of the involved devices disclosed no deviation in release testing requirements that would relate to the reporter's experience. A flow rate analysis was performed on the returned filters, identified upon receipt as device "a" and device "b" . It was not clear which of filter a or b corresponded with 9680602-2008-00007 and with 9680602-2008-00008.the devices were subject to a flow vs. Delta p testing at flows ranging from 1-5 l/min at one l/min increments. The results are depicted in the following table.flow rate (l/min) delta p (mm hg) filter a filter b control1 003 002 0012 005 003 0023 008 008 0044 012 009 0075 017 013 011both returned devices displayed a somewhat higher flow resistance than the unused device serving as a control. This would be expected from a used filter compared to an unused filter. The magnitude of the increments, even when taking into account that the test fluid was water, not hemodiluted blood, cannot be considered as what would be expected in a "blocked" device.during the flow/delta p testing, air venting anomalies were observed in both returned devices: both air vents leaked and bubbled during air venting. These anomalies would appear to be the source of the small volume of leakage observed at various locations in the device, resulting from the progression due to gravity of liquid along the device housing and its associated tubing.it is unclear whether these anomalies might be related to the elevated arterial line pressures reported immediately upon initiating cardiopulmonary bypass.over the course of the last two decades, it has been proposed that instances of an immediate arterial line pressure elevation might be related to an impingement of aggregated platelets in the perfusate blocking the flow pathways of the device, and that the transient and reversible nature of such platelet aggregation would then result in a device with little or no apparent blockage. The event, as described by the user, and the results of the firm's investigation, would be consistent with such a mechanism.in such events, there has not previously been a coincidence of air venting anomalies and leakage as was described in these events.finally, it is not clear whether the reported hematuria reported to have appeared 30 minutes following these events is etiologically related, especially in the absence of patient and perfusion histories that would better define the origin of this occurrence. There exist during cardiopulmonary bypass and the associated surgical procedures a number of potential etiologies of hematuria.finally, it should be noted that the product labeling communicates the potential for elevated arterial line pressures:"there are incidents of high line pressure associated with the use of this filter that may require the use of the filter bypass line."summary: the user's report was confirmed as follows: leakage was localized to the air vent membrane and pressure differential pressure was only slightly elevated. The possible relationship, if any, between the slight pressure increase and the signs and symptoms exhibited by the patient is indeterminate due to inability to obtain patient, laboratory and operating room data from the user facility.unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that, in preparation for, during and after cardiac surgery, several anomalies were experienced related to the performance of the device, which was located in the arterial line of the cardiopulmonary bypass circuit. Initially, the priming of the device was reported to be difficult. The arterial line pressure was, from the start, higher than was typical during previous surgical cases using the device. Then, after approximately 25 minutes of perfusion, perfusate leakage at a drop-wise rate was observed at the place in the tubing where a clamp had been closed. More leakage was observed at the inlet of the filter. The user could not divert perfusate flow though the bypass tubing, so the device was removed from the circuit, whereupon the high line pressure returned to normal, and the perfusion continued. Hematuria was observed after 30 minutes. The patient expired at a later time, but the reporter indicated that the cause of death was not device-related.